Event description:
The user facility reported that after the angio-seal was deployed, the patient went to post-op and bleeding was visible from the puncture site. Type of procedure performed was a neuro cath procedure. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A4: weight: 92.4kgs. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, to updated section b6, b7, d4, h4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for potential residual bleeding postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been slight residual bleeding that occurred post-deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The estimated blood loss was less than 250cc's. Additional information was received on 17 oct 2023: there was bruising and swelling at the entry site. The procedure sheath size used was a 6 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved by the angio-seal, no additional pressure was required. The patient was stable in the cath lab. The patient has no history of a bleeding disorder.